Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account, asking the account to isolate the brake casters. Per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in may 2013. It is unknown if the facility performed any other preventative maintenance on this bed. Hillrom technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating the brakes were not holding in brake mode. The bed was located on the 4th floor med-surg unit at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).